Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances during a device replacement procedure. The lead was tested on the pacing system analyzer (psa) with normal findings. The lead and new device remains implanted and in service. Additional information was received detailing that, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.